Event description:
As reported, during use in patient with this pressure monitoring set, during monitoring the pressure waveform and the value were lower than normal and still did not improve after intravenous infusion of fluids into the patient. The error message "low blood pressure" was displayed. According to the patient's condition, the expected systolic blood pressure should be 90 mmhg. At that time, the clinician found that the monitor showed a blood pressure of only about 30 mmhg, and also used non-invasive blood pressure monitoring (arm cuff) on the patient, which showed a systolic blood pressure of about 80-90 mmhg. The arm cuff was used in both arms and the results were the same. It was not possible to confirm if the patient was treated according the wrong values. As troubleshooting, a new transducer was used and it showed normal value. Patient demographics unable to be obtained. There was no allegation of patient injury. The product was not available for evaluation since it was discarded.

Manufacturer narrative:
The disposable pressure transducer (dpt) was not received by our product evaluation laboratory for a full evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied. Therefore, the related manufacturing records for this device were unable to be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
It was further informed that the fluid administration was normal and did not cause hypervolemia. The patient was not treated according to the incorrect values. Based on further engineering investigation, there are manufacturing controls to avoid potential causes related to the reported malfunction.